Event description:
The pump was returned for investigation. Investigation revealed that the keypad was lifting around the ok keypad button. The down arrow and ok keypad buttons were found to be intermittently responsive and required excessive force in order to elicit a response. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was lifting around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The down arrow and ok keypad buttons were found to be intermittently responsive and required excessive force in order to elicit a response.